Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddmb1d4, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged due to the patient manipulating the device in the pocket. The lead was removed and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.